Event description:
It was reported that during central processing, the maryland bipolar forceps instrument plastic melted at the pulley on the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Based on the claim against the product by the customer noting plastic melted at the pulley on the distal end, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis and the customer reported complaint was replicated/confirmed. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to a component failure. Additional observations not reported by site were also identified: the maryland bipolar forceps instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument bearing not properly seated at the back end. Common causes of the failure mode dislodged instrument bearings are attributed to manufacturing. The instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.